Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the patient having a heart transplant they had received multiple shock therapies from their implantable cardioverter defibrillator (ICD) over the course of a one-month period. Follow up was conducted with multiple locations and no further information was ascertained and it unclear if the delivered therapies were appropriate for the patients condition or inappropriate. The device was extracted with the heart transplant procedure and is no longer in use. No further patient complications have been reported as a result of this event.